Manufacturer narrative:
Customer did not provide serial number.

Event description:
It was reported to philips that the device displayed a red x in the ready for use indicator and beeps. There was no reported patient involvement.